Event description:
It was reported that the customer passed out and was hospitalized with low blood sugars. Troubleshooting revealed the time on the pump was incorrect. Explained the impact or having the correct time and how it effects the basal dose. Assist customer with setting time and date.